Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with 2 infusion sets as they fell off during use after being used for 12-16 hours and one day for respective events. The patient confirmed to be doing physical activity/sweating, swimming, or bathing at the time the set fell off. The patient's blood glucose level at the time of both events was 190 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.